Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. The device information for use states that "the absorbable adhesion barrier should be placed on and between raw, denuded surfaces in order to mechanically prevent these areas from adhering to adjacent surfaces, thus minimizing resultant adhesion formation".

Event description:
It was reported that a patient underwent a laparoscopic myomectomy with removal of multiple fibroids and an absorbable adhesion barrier was used. During the procedure, the myomectomy incisions were first covered with a fibrin hemostatic sealant and then the entire surface was covered with the adhesion barrier. Approximately two months later, the physician went back in to perform a laparoscopic cerclage which the patient needed due to having had a leep procedure on her cervix followed by two pre-term pregnancy losses. During the procedure, the physician noted that the entire surface of the uterine fundus was covered with dense adhesions from the bowel. The physician described it as being glued to the uterus. The physician was able to take them down and successfully perform the cerclage. The physician put another piece of the absorbable adhesion barrier on the fundus at the end, with no hemostatic sealant this time.